Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken stylet was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include advancement or retraction of the stylet against resistance and kinking; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of recs0590 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that a PICC was inserted successfully following minimal manipulation however when the stylet was removed; it too was noted to be fractured.